Event description:
It was reported that during a subarachnoid hemorrhage coil embolization procedure, 3d angiography was performed, and it displayed bilateral posterior communicating aneurysms. It was unknown which side was bleeding. The physician decided to embolize both sides. The tumor size on the right side was 6.48, and the depth was 8.55. The physician used a micro guide wire and stent catheter to create a pathway to aid the coil. Despite resistance, the coil successfully entered the aneurysm. When attempting to detach the coil, it would not detach as the controller indicator light lit up. After changing two controllers continuously, it was found the coil did not detach due to it prematurely detached in two pieces. A portion of the coil remained in the aneurysm, and the other portion of the coil was stuck to the pusher, and it was removed. Another coil was used to complete the procedure successfully. There was no patient injury or intervention. The patient is fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant not attached to the pusher. The burnt heater coil indicates thermal detachment did occur. Further investigation found the pusher's monofilament profiled a mushroom shape, which also indicates the implant successfully experienced thermal detachment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The v-grip controller used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.